Event description:
It was reported that upon interrogation, a partial electrical reset was found on the device. It was noted that the patient had been flying on a commercial jet the date the reset occurred and that it was likely due to natural radiation. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).